Event description:
A malfunction alarm occurred, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump in the past 24 hours, so technical support provided assistance and instructed the customer on how to reset the pump. The malfunction code recurred after the rese. The customer agreed to use an alternative method for insulin delivery to ensure no interruption.